Event description:
Additional information: it was not reported that the catheter disconnected in (B)(6) of 2012. The catheter fractured and a piece of it remained in the patient's intrathecal space.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(4). Catheter model 8596sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6).

Event description:
It was initially reported that two weeks ago, a catheter revision was done. It was "found that the pump had flipped numerous times and fractured the catheter". The pump reservoir volume was also noted to be "off at refill"; x-ray showed a fractured catheter. The issue was resolved with a new catheter, the pump was not changed. As of 2012 (B)(6), patient was doing well. Drug delivered via the device was lioresal 500mcg/ml, daily dose 110 mcg/ml. It was later reported that the catheter became disconnected in (B)(6) 2012 and "a piece of the catheter remains in the patient's spine". The revision date was stated as 2012 (B)(6).

Manufacturer narrative:
(B)(4).